Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit cannot be turned on due to defective printed circuit board. There was no delay and the patient was not under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, power cannot be turned on, could not be identified. The product was not returned to the shirakawa plant; therefore, could not check the device. Presumably, that due to the failure of the v (printed circuit) board, is reason power cannot be turned on occurred. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: as a result of confirming the instruction manual and product labeling, there was no abnormality that leads to the phenomenon. Olympus will continue to monitor the field performance for this device.